Event description:
Caller stated that the tube used for her hemodialysis is defective. The device has a poor quality and it is manmade as stated by the nurse and administrator of the dialysis center. She went to the emergency department because of chest pain and high blood pressure.